Event description:
Procedure: tep totally extraperitoneal. According to the reporter: the smbttrnd turned out to have a loose inner sealing in the 12 mm trocar. This did not fall into the patient, but it could have happened. The surgeon opened a new spacemaker to solve the problem. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into patient cavity.

Manufacturer narrative:
(B)(4).